Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of an extension line/luer hub separation was able to be confirmed from the photo; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed. A non-conformance was initiated for batch 13c20h0549 in regards to reworking of catheters. Further analysis of this non-conformance revealed that the rework has no impact on the physical device. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The IFU also states, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen". The customer report of an extension line/luer hub separation was confirmed by visual inspection of the customer supplied photo. The image shows a catheter with the distal luer hub separated from the extension line, however, full complaint verification testing to evaluate the nature of the break could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the adapter was detached from the distal lumen of the extension. Additional information received 19-jan-2024 indicates there was no patient injury/harm. It was also reported that "the catheter was changed at a different insertion site".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the adapter was detached from the distal lumen of the extension. Additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: the adapter was detached from the distal lumen of the extension. Additional information received 19-jan-2024 indicates there was no patient injury/harm. It was also reported that "the catheter was changed at a different insertion site".